Manufacturer narrative:
Patient demographic of weight was not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse performed unrelated service repairs. The fse did not note any hardware issues which would have contributed to this event. There is no evidence that the access accutni+3 reagent was returned to bec for testing. In conclusion, the cause of the erroneous access accutni+3 results could not be determined.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) result for one (1) patient on the laboratory's dxi access immunoassay instrument (serial number (B)(4)). The initial result generated a result above the normal reference range of the assay. A repeat of the same sample on the same instrument generated a result within the normal reference range of the assay. A repeat of the same sample on the laboratory's alternate access 2 immunoassay instrument (serial (B)(4)) generated a result within the normal reference range of the assay. The patient was re-drawn and the sample was run on access 2 immunoassay instrument, again a result within the normal reference range of the assay was generated. The initial elevated results were released outside the lab and the patient was transferred to another hospital for evaluation. The sample was collected in lithium heparin plasma tube (no gel) and spun at 8,500 revolutions per minute (rpm) for one-hundred and eighty (180) seconds. The customer reported no visible issues with the integrity of the sample. The customer stated that their access accutni+3 calibration and access accutni+3 quality controls (qcs) were within specification before the event. The customer's system check data was within specification both before and after the event. The customer performed a precision run after the event and results were within specification per the access accutni+3 instructions for use (IFU). A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.